Manufacturer narrative:
Other relevant components include: product ID 8731 lot# serial# unknown product type catheter product ID 8731 serial# unknown : product type catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine (30 mg/ml at 5 mg/day) via an implantable pump for an unknown indication for use. It was reported that a patient had a pump replacement on (B)(6) 2017; everything went as planned. On (B)(6) 2017, when the patient was gardening, they reported their pain levels returned to what it was like pre-pump. It was unknown if the gardening was a contributing factor. The patient was not issued a personal therapy manager (ptm) following the replacement, and this may have caused the pain to spiral out of control. The patient was advised to take oral morphine and to go the clinic the following day. The next day, the pump logs were checked and a refill was performed to check the calculated volumes versus the actual; everything was fine. The patient¿s dose was increased and their ptm was given back to help control the pain better. If this didn¿t improve the pain, then the hcp would perform an x-ray to check the pump and catheter connection, and to see if the catheter was patent. The issue was not resolved. Surgical intervention did not occur and was not planned. The patient status was alive ¿ no injury. No further complications were anticipated. Additional information was received. The lot number of the catheter was not available. The patient was having a scan on friday, as he was still experiencing pain. Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated there were still concerns with the pump, as the patient still experienced pain. The pain effected some of the patient's daily activities. The scan was reassuring and the hcp discussed what to do next with the rest of the team (possible contrast study). The manufacturer representative was to follow-up again and find out if the contrast study was performed. The serial number of the catheter was not documented, as it was older. No further information was provided. Additional information was received. It was reported that a catheter dye study was attempted on (B)(6) 2017, but the consultant could not withdraw any drug through the catheter access port (cap). It was reported that there is clearly a catheter issue and the patient is now being booked in for a catheter revision. They are still awaiting a confirmed date for the revision. It was reported that the catheter serial number is not known. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.